Manufacturer narrative:
The event is classified as a serious injury based on the available information. Within the complaint that was initiated for this event a detailed investigation of batch records and testing of retention samples was conducted. The results indicate that the device could not cause of serious injury. No additional information is made available by the user facility. This matter will be continuously monitored via post market surveillance. If additional information becomes available, a follow-up report shall be submitted.

Event description:
Patient safety issues related to rectal bleeding was reported. One of the patients required surgical intervention and two others required embolectomies to stop bleeding.